Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for second anchor 1221934-2015-10129. (B)(4). The lot expiration date is currently not available. Device was not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for second anchor 1221934-2015-10129. (B)(4). The lot expiration date is currently not available. Device not being returned.

Event description:
The sales rep reported that during a hip procedure the suture on two of the customer's gryphon peek anchor with orthocord snapped off of both anchors when tying them. The sales rep stated that both anchors are from the same lot number. The sales rep stated that the surgeon removed the first anchor without any issues and tired with the second anchor using the same bone hole the same issue occurred. The sales rep reported that the surgeon left the second anchor in and completed the procedure by drilling a new hole and using a third anchor from the same lot number. The sales rep reported that there were no patient consequences but there was a five minute delay in the procedure. The sales rep stated that the device failure was not caused by the knot pusher. The sales rep stated that the bone quality of the patient was average. The first anchor will be returning for evaluation.